Manufacturer narrative:
The customer contacted the siemens technical support center (tsc) to report the discordant carbon dioxide (co2) results. The tsc ran service methods and found sample arm 3 (s3) and reagent arm 5 (r5) mixer faulty. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced metering pump for s3, s3 and r5 mixer. The cse ran service methods and all were within specifications. The cse ran quality control (qc), which was in range. The cause of the discordant carbon dioxide results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The same samples were repeated on the same instrument, and recovered higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant co2 results.